Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient's pump cable. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files showed no evidence that the driveline was disconnected. The system appeared to be operating as intended at the set speed, and there were no notable alarms. Review of the submitted images revealed tears in the outer jacket of the pump cable. The armor layer was exposed at the tears and appeared slightly worn, but otherwise intact. Additionally, the x-ray images showed internal and external areas of the pump cable. No specific areas of potential driveline wire compromise were able to be identified. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to their driveline's outer layer, and had been experiencing driveline disconnect alarms for approximately 2 weeks, reporting red heart alarms and constant alarm tones, along with experiencing dizziness and pre-syncope symptoms. The site of the damage was re-wrapped with rescue tape. Log files were submitted for review, and the event log files did not capture any driveline disconnect alarms during the recorded period of (B)(6) 2025 at 07:04:04 to (B)(6) 2025 at 12:16:47. The data indicated that the driveline conductors were intact and functioning as intended. There were a few silences alarm button pressed events recorded that were not associated with any active alarms. It was suspected that the red heart alarms and constant alarm tones reported by the patient were associated with an unintentional system controller self-test initiation by pressing the battery button.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.